Event description:
It was reported that when using the bd pyxis medstation es system, multiple patients and medication orders were not crossed. The customer reported that the user was able to remove the medication from another station and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to software issue. A technical support specialist dialed into the station and restarted the messaging services to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.